Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clips lot and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone that customer received a button error alarm and was not sure how it occurred. Customer was not able to clear alarm due to buttons not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.